Event description:
Clinical narrative: a 57-year-old male underwent elective placement of an impella device, with his pre support clinical condition consistent with scai shock stage b. During support, the patient developed atrial fibrillation with heart rates in the 150s. The clinical team elected to perform bedside cardioversion. Throughout the rhythm change and cardioversion, impella flows and waveforms remained stable with no abnormalities noted on the automated impella controller (aic). Following cardioversion, the patient returned to normal sinus rhythm with a heart rate in the 90s, and no changes were observed in device performance metrics. The patient was identified as heparin induced thrombocytopenia (hit) positive and was transitioned to bivalirudin. The patient was noted to have a non-device related injury attributed to hit. At the time of reporting, the device remained implanted via direct right sided surgical aortic access, and the patient remained stable on support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Ppae (thrombocytopenia/ arrhythmia) : the root cause of the injury was unable to be determined due to insufficient clinical details. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).